Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported during a demonstration, the table top plate bender broke. No pt involvement.